Event description:
It was reported that the fiber head broke after 3 minutes and 19,000 joules of use. The setting was set at 80 watts. The fiber was then replaced and after 10 minutes and 60,000 joules of use the head of the second fiber broke after the power was set to 80 watts for 5 minutes and then increased to 120 watts. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts. This report is for the second fiber.